Manufacturer narrative:
The pod was evaluated for damage and/or mfg defects. None were noted. The distal tip of the cannula was found to be partially folded in on itslef and somewhat flattened. The cannula tip was found to pass insulin from the reservoir during eval, but the condition indicates that the flow may have been partially restricted while in the infusion site. This condition may have contributed to reported symptom (elevated bg levels) during use. This type of damage often occurs when the pt is very lean and the cannula is fired into muscle. Pts are trained to select an infusion site consisting of fatty subcutaneous tissue. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called to report that he was having elevated bg's and wasn't sure why. She did not notice anything unusual when she removed the pod. Customer changed pod. No further info reported. The device is being returned for eval.